Event description:
It was reported that during an unknown procedure, there were malformed staples. No further information is available. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The customer stated smoke was observed coming from valve 2 on an architect i2000 analyzer. The customer observed a burnt smell. The arm of the analyzer had stopped functioning, and a leak and smoke at valve 2 was observed. The arm was replaced to resolve the issue. There was no harm to personnel, or adverse impact to patient management reported.